Manufacturer narrative:
Additional information: b5, g3, h6 this event has been found to be a duplicate of a previously reported event documented under rr # 9612501-2026-00875. All additional info pertaining to this event will be communicated under rr # 9612501-2026-00875. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, issues were experienced with four devices, including malformed clips, problems with loading and firing of the clips, and no clips forming correctly. It was determined that the staples were cross-stabbed during implantation, damaging the tissue and the clips disengaged into the cavity of the patient and were subsequently retrieved. A new device from another lot number was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: 176657, 176657 endoclip ii ml 10 appli, (lot#: j5c4368ny) 176657, 176657 endoclip ii ml 10 appli, (lot#: j5c4368ny) 176657, 176657 endoclip ii ml 10 appli, (lot#: j5c4368ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, issues were experienced with four devices, including malformed clips, problems with loading and firing of the clips, and no clips forming correctly. It was determined that the staples were cross-stabbed during implantation, damaging the tissue and the clips disengaged into the cavity of the patient and were subsequently retrieved.